Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 23068 on usm 2 axis 4. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered error 23068 on degrees of freedom (dof) 5 and dof 9.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the customer reported that they had issues with universal surgical manipulator (usm) 2. The usm faulted and was yellow, the customer then performed a power-cycle and issue seemed to clear. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review the sites system logs. The customer stated that the only message appeared was 'arm 2 was not working' and they planned to continue with the case. Isi followed up with the initial reporter and obtained the following additional information: the customer had to disable usm 2 and complete the procedure without the use of usm 2. The tse recommended a hard power cycle of the patient side cart (psc) ensuring the emergency power off (epo) and breaker were in the open/pushed-in position for 60 seconds. The procedure was completed as planned with no reported injury.